Event description:
It was reported that noise, low impedance, high thresholds in bipolar configuration and a loss of sensing was observed on the atrial lead. The patient was asymptomatic. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.